Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a case of vertical gas breakthrough was observed on a patient during femtosecond laser flap creation. The flap was not lifted and no excimer laser treatment was performed. Additional information was requested, however; the surgeon is unwilling to provide additional information.